Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board.

Event description:
The customer reported a blank display during an infusion set change. Troubleshooting was performed, and the display remained blank. Nothing further was reported.